Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 9610595.

Event description:
Staff stated that they noticed the distal cover get caught on the bite block and immediately retrieved it.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. The distal cover retrieved was not damaged. No anti-fog agent applied to the scope lens. No chemicals used during the procedure that could adhere to the tip of the scope or the distal cover. The user confirmed that the distal cover was not damaged during inspection prior to use. The user confirmed that the distal cover attached to the subject device did not come off by pulling or twisting during inspection prior to use. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is possible the suggested event occurred due to the following: -load that crushed the distal cover was applied during storage, and rear end of the cover was slightly cracked. The crack grew due to the load during use, which made the cover easily come off the subject device. -it was possible that the distal cover overlapped hook at the distal end and did not completely go over the hook. It made the cover insufficiently attached to the subject device and easy to come off. However, the root cause of the suggested event could not be determined. The event can be prevented by following the instructions for use which state: "detection method is described in 4.1 of chapter 4 in operation manual. Preventive measure is described in 3.5 of chapter 3 in operation manual." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
When performing due diligence on report with patient identifier (B)(6), the customer noted that he had experienced the same issue a few months back and it was never reported. The following report is being submitted to capture the same failure mode, from a different date. The customer reported that following the completion of an endoscopic retrograde cholangiopancreatography procedure, the tip of his olympus single-use distal cover came off in the patient¿s mouth. There was no patient harm reported from this secondary event. This record is related to the following patient identifiers: (B)(6).